Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-srflnk-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, communication issues resulted in the cancellation of the procedure. The ensite x system was validated but a continual error message of "electrode disconnected - left leg or system ref electrode," was displayed. All connections were checked and reseated, the reference patch was moved, and multiple new electrodes were tried, and the system was restarted, but the issue persisted. The surfacelink was believed to be causing the issue. The procedure was cancelled as mapping was required to do the procedure safely. There were no adverse consequences to the patient, but the patient will remain in hospital until the replacement part has arrived.